Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5 13.7, -09.00 diopter , implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned dry with clear surgical residue in a micro centrifuge vial. Visual inspection found the haptic torn and bent as well as foreign residue on the lens. Claim#: (B)(4).